Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with act button unresponsive due to corroded keypad traces. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.